Manufacturer narrative:
H3: analysis was updated to: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to gear wheel three. The analysis finding of stall due to shaft bearing does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2020-oct-07. It was reported that the pump was used to deliver dilaudid and bupivacaine. The patient's caregiver believed the pump was not working. On 2020-jul-23, a catheter evaluation was unsuccessful and the catheter was noted to be non-aspiratable. The caregiver believed the catheter was cracked and non-functioning. On (B)(6) 2020 the provider noted an anterior pump pocket catheter with fluid present in the pocket and ordered for a catheter and pocket revision at the time of the pump replacement surgery on (B)(6) 2020. At the time of the surgery, the catheter was found to be patent, intact, and aspiratable. There was no noted anterior pocket catheter or fluid present. The clinical diagnosis was unsatisfactory analgesia. The event was considered ongoing. The etiology indicated the event was possibly related to the device/therapy and was unlikely related to the implant procedure. The other etiology was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 07-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s daughter) via a company representative regarding an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the female patient was (B)(6) years old and has a pain pump. The patient has been part of a research study for the last 15 years. It was further noted that the manufacturer was conducting the survey with bubble sheets to see how the patient was doing over time with the pump. The patient¿s daughter wanted to talk to someone dealing with the study, as her mother has been going through a facility for her medical treatments. The patient has had issues and they had just learned recently that the catheter was twisted and cracked. The patient was in a lot of pain. The date of the event was not specified. It was indicated that the patient was supposed to be evaluated every year; however, this had only happened once in the 15 years. No further patient complications have been reported as a result of this event. Additional information was received from a consumer on 2020-aug-28. The patient's name and device serial number were provided. It was noted that the patient had been in agonizing, unrelenting pain for years but the twisted and cracked catheter was first diagnosed on (B)(6) 2020. It was noted that the patient had 11 fused discs and 18in titanium rods in their spine, worked in mental institutions for 30 years, was involved in take-downs with mental patients, and had multiple motor vehicle accidents all prior to pump therapy. She stated that the patient's managing physician was in (B)(6) and his nurses were basically running the clinic, and the patient had not had their pump checked in 6 years although they were supposed to be checking it yearly. The patient's previous nurse practitioner did not send the patient for a yearly check. The patient's new nurse practitioner sent the patient for a check on (B)(6) 2020 at the surgery center but they could not inject dye and couldn't send the patient for a CT scan at that time. On (B)(6) 2020 magnetic resonance imaging (MRI) was ordered and an observing doctor was present for a pump refill, who stated that the catheter was twisted and cracked. The MRI referral was lost by the hospital so it took 14 days to schedule the MRI. The patient had not been getting medication to their spine, but it was unknown exactly how long this had been going on for before the catheter diagnosis as the patient had been in pain for so long. The patient was getting 4mg of dilaudid pills per day until they could have their pump and catheter replaced in a couple of weeks relative to (B)(6) 2020. It was noted that the cause of the catheter issue was unknown at this point and the patient continued to experience pain and could not sleep at night.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6)2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.